Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080672) on 05-nov-2018. The most recent information was received on 23-apr-2019. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("uterine foreign body"), abdominal pain ("abdominal pain"), facial paralysis ("bell's palsy"), genital haemorrhage ("bleeding,"), autoimmune disorder ("autoimmune-like symptoms") and cholecystectomy ("loss of gall bladder/gallbladder removal") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (number of pregnancies: 02), ovarian cyst, parity 2 (number of live births: 02), blood pressure high, diabetes (dm type ii), failed back surgery syndrome, bloating, dysfunctional uterine bleeding and morbid obesity. Concomitant products included amino acids nos;minerals nos;vitamins nos, bupropion hydrochloride (wellbutrin), carbohydrates nos;electrolytes nos;fatty acids nos;minerals nos;proteins nos;vitamins nos (ensure plus), casein;glycine max seed oil;lecithin;sucrose;zea mays oil;zea mays seed (ensure osmolite), cetirizine hydrochloride, gabapentin, metoprolol, minerals nos;vitamins nos, oxycodone, pioglitazone and topiramate. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), facial paralysis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("heavy periods/heavy clotting during period"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful periods"), alopecia ("hair loss"), ovarian cyst ("painful cysts"), migraine ("migraines"), fatigue ("chronic fatigue"), hyperhidrosis ("excessive sweating"), mood swings ("hormonal mood swings"), back pain ("back pain"), loss of libido ("lost sex drive"), neuromyopathy ("neuromuscular problems"), dysuria ("urinary problems"), allergy to metals ("nickel sensitivity") and feeling abnormal ("brain fog"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight increased ("gained weight that cant be lost"). The patient was treated with clarithromycin (macrobin), oxycodone hydrochloride; paracetamol (percocet), topiramate (topamax) and surgery (loss of ovary and robotic- assisted total laparoscopic hysterectomy with bilateral salpingectomy, oophorectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, abdominal pain, facial paralysis, genital haemorrhage, autoimmune disorder, cholecystectomy, menorrhagia, dyspareunia, dysmenorrhoea, alopecia, ovarian cyst, migraine, fatigue, weight increased, hyperhidrosis, mood swings, back pain, loss of libido, neuromyopathy, dysuria, allergy to metals and feeling abnormal outcome was unknown. The reporter provided no causality assessment for back pain, fatigue, hyperhidrosis, loss of libido, mood swings, ovarian cyst and weight increased with essure. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, cholecystectomy, device expulsion, dysmenorrhoea, dyspareunia, dysuria, facial paralysis, feeling abnormal, genital haemorrhage, menorrhagia, migraine and neuromyopathy to be related to essure. The reporter commented: discrepancy noted in removal date of essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood glucose - on an unknown date: 435 mg/dl. Hysterosalpingogram - on an unknown date: hsg showed occlusion. Pathology test - on (B)(6) 2012: final diagnosis: right ovary, resection: benign serous cystadenoma. Clinical diagnosis: ovarian cyst. Procedure: laparoscopic right oophorectomy. Specimen(s) received: right ovary. Gross description: received in formalin is a white ovary in 8 irregular pieces. The specimen in total measures 6.5 x 4.3 x 2.6 cm. The irregular ovarian pieces· appear to constitute a fragmented and collapsed thin-walled ovarian cyst. The wall of the ovarian cyst measures 0.1-0.2 cm in thickness. Preoperative diagnosis: right ovarian cyst persistent $tent with pain. Postoperative diagnosis: right ovarian cyst persistent with pain. Procedure: right oophorectomy with endoloop laparoscopically, 6 cm right cystic ovary.; on (B)(6) 2018: gross description: uterus, cervix, bilateral fallopian tubes, is a 140.0 g, 10.7 x 5.5 x 5 cm hysterectomy specimen consisting of a uterus with attached cervix and attached bilateral fimbriated fallopian tubes. The attached right fimbriated fallopian tube is 7.5 cm in length x up to 0.8cm in diameter sectioning reveals a metallic coil-like device within the proximal half of the lumen. The attached left fimbriated fallopian tube is 8 cm in length x up to 0,8 cm in diameter. Sectioning reveals a metallic coil-like device within the proximal half of the specimen. Cassettes: anterior cervix, posterior cervix, anterior uterine wall, posterior uterine wall, right fallopian tube, diagnosis: right fallopian tube: - benign fallopian tube containing an intraluminal essure coil. Left fallopian tube: - benign fallopian tube containing an intraluminal essure coil. Ultrasound scan vagina - on an unknown date: findings: nabothian cyst visualized right ovary measures 5.4 x 6.8 x 4.2 cm, multiple cysts throughout right ovary, largest measuring 2.7 x 3.8 cm, left ovary normal) in size, shape, and echogenicity measuring 3.5 x 2.6 x 2.1 cm impression: multiple cysts right ovary, hugest measuring 2.7 x 3.8 cm; on (B)(6) 2012: uterus measuring 8.9 x 4.8 x 6.0 cm. Endometrial thickness is 7 mm; right ovary measures 5.8 x 4.5 x 4.4 cm. Right ovarian volume is 60 ml. Left ovary measures 3.0 x 2.4 x 3.1 cm. Left ovarian volume is 11.3 ml. Note is again made of a large septated cyst or multiple cysts in the right ovary with a normal diameter of about 5 cm impression: complex right ovarian cyst unchanged from the last exam of. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as: device expulsion, depression, anxiety, bells palsy, migraine headache. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs+mr received: events pain, urinary problems, nickel sensitivity, bleeding,neuromuscular problems, autoimmune-like symptoms, other (list): migraines, bell's palsy,brain fog , uterine foreign body were added. Medical history, lab data, treatment drugs added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.